Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument wires were broken and the instrument tips became loose. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of instrument grip pin dislodged to be related to the customer reported complaint. The instrument was found to have the grip pin dislodged at the distal end. Additional observation(s) not reported by site were also identified: the prograsp forceps instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.097¿ - 0.221 in length and were not aligned with the tube axis.